Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt dizzy in periodic interval, the pulse generator exhibited loss of capture. The device remained implanted. The condition of the patient was good.